Event description:
Burkholderia cepacia pneumonia in a patient who had an ultrasound guided central line insertion 3 days prior to positive sputum culture. Patient required intubation on (B)(6) 2021, the same date as the central line insertions, for septic shock and inability to maintain an airway.